Event description:
The customer contact reported that the device touchscreen was found to be out of calibration and not responding when pressed. The device was returned to the biomedical department from central sterilization with a note stating, "touchscreen not working". No information was provided; therefore, specific patient information, pump programming, or event details were not available. There was no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the touchscreen passed testing. No additional information was provided.

Manufacturer narrative:
Initially the device passed testing; however, during further testing the touchscreen was found to be intermittent when pressed. A review of the device history indicated multiple invalid key strokes noted. This was found to be due to corrosion on the touchscreen. The probable cause was fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.